Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 90 minutes posts procedure the patient became hypotensive, and the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. The patient made a full recovery from this event following treatment. It was further reported that the patient had a pericardial effusion with cardiac tamponade.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 90 minutes posts procedure the patient became hypotensive, and the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. The patient made a full recovery from this event following treatment.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 90 minutes posts procedure the patient became hypotensive, and the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the patient. The patient made a full recovery from this event following treatment. It was further reported that the patient had a pericardial effusion with cardiac tamponade.